Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the tube k2edta plh 13x75 2.0 plbl lav br there was an issue with under fill of the tube. Volume did not reach the fill line on the tube. The following information was provided by the initial reporter, translated from portuguese to english: volume collected does not reach the pipe reference mark.

Event description:
It was reported that during use of the tube k2edta plh 13x75 2.0 plbl lav br there was an issue with under fill of the tube. Volume did not reach the fill line on the tube. The following information was provided by the initial reporter, translated from portuguese to english: volume collected does not reach the pipe reference mark.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Additionally, the customer's returned samples and retention samples were selected from bd inventory for testing and upon completion, the issue relating to low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.